Manufacturer narrative:
A steris service technician went onsite following the reported event to inspect the 4085 surgical table and found no issue with the function or operation of the table. No repairs were required. The user facility informed the technician that with the table in the furthest head position, an employee unlocked the table to re-position the patient, subsequently causing the reported event to occur. The reported event is attributed to user error as facility personnel should not have unlocked the 4085 surgical table while a patient was on the table. The 4085 surgical table operator manual states (1-1), "warning - tipping hazard: do not release floor locks while patient is on table." A steris account manager performed in-service training on the proper use and operation of the 4085 surgical table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 4085 surgical table was unlocked by facility personnel and began to tip. No report of injury or procedure delay.